Manufacturer narrative:
Device evaluation : lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found one of the haptics torn. Claim # (B)(4).

Manufacturer narrative:
Corrected data: h6 - device code: 2923 should have been included. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm, vicmo12.6, -12.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault with rotation. This exchange resolved the problem.